Event description:
A surgical technician reported that after an intraocular lens (iol) was implanted, the capsular bag ruptured. The pt was left aphakic. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis. The optic was torn/split (possibly cut) into two pieces. While we were unable to determine the origin of the damage, our observation reasonably suggests that it was not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 09/22/2009, 10/02/2009 and 10/08/2009 by phone, fax, and mail. A completed questionnaire has not been received. This report was mailed to FDA on: 10/16/2009.